Manufacturer narrative:
The customer's reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message" was confirmed during functional testing and review of the event logs. The root cause of the reported complaint was a defective connector in the cooling engine wire harness, possibly attributed to the age of the device. The thermogard console was manufactured in november 2010 and is 11 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. Event log data review was performed and showed a couple of tcmid:06 error messages around the customer's reported event date; thus, confirming the reported complaint. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message; thus, confirming the reported complaint. Investigation revealed that two pins on the connector in the wire harness between the cooling engine and the pic 16 board were burnt, possibly due to a leaking current. The defective connector resulted in a poor electrical connection, causing the tcmid:06 error messages. The cooling engine wire harness and the pic 16 board wire harness assemblies were both replaced to remedy the fault. Following service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During setup for treatment, the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message. Another thermogard console was used to initiate the treatment without a delay. No patient involvement.